Event description:
Patient presented back to the physician with continued purulent drainage, swelling, and signs of infection at the chest incision site. Physician prescribed another round of oral antibiotics. Physician brought the patient into the or five days later, and upon surgical exploration of the chest pocket, a sponge was found inside the pocket. Physician removed the sponge and the ipg, irrigated the pocket, repositioned and re-sutured the ipg, and closed. Physician obtained cultures, admitted the patient, and placed them on IV antibiotics.

Event description:
Patient presented back to the physician with improvement of the infection, but purulent drainage from the chest incision was observed. Physician prescribed another round of oral antibiotics.

Event description:
Patient presented to the physician with an infection at the chest incision site, with observed redness, swelling, and pain. Patient was admitted and placed on IV antibiotics. Upon discharge, antibiotics were prescribed.